Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two endo clip* 5mm clip appliers. The first instrument was received partially fired with four clips remaining. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Functionally, the jaw leg was reset by aligning the cam with the driver. The instrument was then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were dispensed to prevent the jaws from approximating. The second instrument was fully fired with the red indicator visible in the window. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Functional evaluation could not be performed because the instrument was engaged at the end of firing safety interlock. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of this condition may occur by moving the jaw legs upward and outward with respect to the other leg (when viewed looking straight into the barrel of the instrument), when the handle is at rest. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy procedure, the device¿s handle could not be squeezed when the issue occurred and it had a loading/firing issue. The clips were unable to be loaded properly into jaws and the unit did not work; the pliers did not close when activated. A new device was used in order to complete the case. No patient injury.